Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lifescan (lfs) in 2009 and alleged that a onetouch ultra meter's "c button" was not working. The customer service agent (csa) was able to resolve the issue by troubleshooting with the patient. Replacement products were sent to the patient. This complaint is being classified based on the available information, as the patient could not be contacted back to obtain the additional information. The patient indicated that the alleged issue first started on the event date at around 7:30 am. It is unknown whether she was able to test her blood sugar at that time or not and it is also unknown how much insulin had she taken that morning. About two hours and fifteen minutes later, the patient experienced "disorientation" and was treated with food and drink at around 10:00 am at a hospital. It is unknown whether he was given supplemental food/drink or regular meal. He mentioned about his blood sugar being tested on a hospital meter and had received a result of 112 mg/dl at around 10:05 am that day. This complaint is being reported, as the patient allegedly received treatment at the hospital after the "c button" issue with the meter started. Diabetes care management: 2 times per day. Insulin - self-adjuster.